Event description:
New information received stated that the implantable cardioverter defibrillator had a history of sustained ventricular fibrillation with cardiac arrest noted and an unspecified device malfunction. It was also noted that the right ventricular lead exhibited an insulation anomaly.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced nine inappropriate high voltage therapies due to right ventricular lead noise. The patient was using the restroom in the middle of the night when the shocks started. On (B)(6) 2020, the patient presented in clinic to follow up on the event. She stated that she suspected the implantable cardioverter defibrillator shifted. Upon examination, it was determined that the event may be caused by the right ventricular lead rubbing against something or was under some sort of strain. The high voltage therapy was then disabled. On (B)(6) 2020, the device was removed from the left side of the patient and the leads were capped. The new implantable cardioverter defibrillator system was implanted on the right side. The patient was in stable condition during the initial check and following the procedure. Related manufacturer reference number:2017865-2020-04707.